Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of incident. Troubleshooting was unable to be done at the time of call. The insulin pump will not be returned for analysis.